Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly reported an allegation of a ventilator failing service testing. A field service engineer was dispatched by the manufacturer and the customers complaint was confirmed. The device's 3-way proportional valve was replaced to address the issue.

Manufacturer narrative:
Additional information was received on may 31, 2024, and section b5 should be reported as: the manufacturer previously reported information alleging a ventilator would not pass testing. There was no harm or injury reported. The device was evaluated by the engineer and could not confirm the pressure verification test failure. However, during the evaluation, the unit is failing active exhalation verification test step with a pilot difference value of 2.81. A 3-waysolenoid valve was replaced to address the issue. The software was upgraded from 1.05.02.00 to 1.05.06.00. The device passed all performance verification testing. In this report, section h6 has been updated.